Manufacturer narrative:
Mckesson medical surgical is the assembler of the ancillary convenience kit to support the u.s. Government's covid-19 vaccination program. We previously reported this event to both (B)(4) but recognize due to a retrospective review that this event should have also been reported as an MDR to FDA. As part of our continuous improvement goals we are providing this MDR for review.

Event description:
The customer reported that one (1) moderna (lot#026a21a) vaccine dose was wasted after nursing staff reported that almost all the dose leaked on the sides of the syringe where the needle is attached to syringe itself. The syringe had to be wasted as vaccine did not provide full 0.5 ml dose due to leakage. No information was received regarding any serious injury as a result of this report.